Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 02/2025) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a dialysis catheter placement procedure, the cuff allegedly bubbled open during immersion. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. However, two electronic photos were provided for review. The catheter cuff was noted to be cracked and separated from one end and half of the portion loss there bonding from the catheter. Manufacturing review was performed, and cuff end attachment loss was verified and confirmed. Cuff was separated from one end, and from the middle. Therefore, the investigation is confirmed for the reported cuff break, separation and loss of bond issue. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: h6 (method). H11: h6 (device, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of a dialysis catheter placement procedure, the cuff allegedly bubbled open. It was further reported that cuff allegedly detached from the catheter that appears during immersion and cracked. The procedure was completed using another device. There was no patient contact.